Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not taking a calibration. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting found that the pump had an unexpected reinitialization. Customer was advised to monitor the issue and to call back if necessary. No further details provided.

Manufacturer narrative:
The medwatch report 2032227-2016-17384 was created in error. The event has been reported under medwatch 3004209178-2016-62978.